Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another device and to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 9 am on (B)(6) 2016. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient claimed obtaining blood glucose readings of "237 mg/dl with the subject meter and 137 mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient denied taking any action regarding his usual diabetes management regimen in response to the elevated results. Approximately 1 1/2 hours after the alleged meter issue the patient developed the symptoms of "difficulty breathing" and "dry mouth". At approximately 12.40pm that day the patient went to the emergency room where he was treated by a healthcare professional with oxygen and food/drink. At 2.30 pm the patients blood glucose was measured by the hospital lab with a reading of "127 mg/dl". During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.